Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary the full lead was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure multiple attempts to find an acceptable position for the implantable right ventricular (rv) pacing lead were unsuccessful. The lead was not used and a new lead was used to attempt an acceptable placement. After more attempts a suitable impedance rate was established. No patient complications have been reported as a result of this event.